Event description:
The pt was implanted with a left ventricular assist device (lvad). The surgeon reported that during the implant procedure of the lvad, after going back on bypass and re-heparinizing the pt, it was noticed that the unsealed outflow graft began to ooze. The team spent 2.5 hours assessing and troubleshooting the bleeding. The pt reportedly remained hemodynamically stable and was given multiple products (6 packs of platelets, 6 units of ffp, 6 units of prbcs and 2 units of cryo). The surgeon injected floseal into the space between the outflow graft and the bend relief in an effort to create a tamponade to stop the bleeding from underneath the bend relief. The entire outflow graft was reportedly also covered with the extra outflow graft that had been cut during the resizing of the graft. The pt's chest was closed without any significant changes to the pump parameters. An echocardiogram (echo) performed one day post-op revealed good right ventricle (rv) function, adequate lvad speed and there was no evidence of a tamponade. The pt was also responsive moving all extremities to command and there was o post operative bleeding noted. Three days post-implantation of the lvad, the pt was taken off all pressers and was medically maintained on milrinone gtt. Daily echos performed to assess rv function and lvad operation were unremarkable. Vad serial number (B)(4).

Manufacturer narrative:
The pt has since been discharged home and continues on lvad support without any further issue reported. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.